Event description:
Adverse event(s): delay in procedure. Product problem(s): "system shut down" (loss of power). The surgeon reported the system shut down during surgery requiring a reprime. There was no pt impact reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).